Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. Voltage testing was performed and the device passed. Transmitter functional testing was done and the transmitter passed. Data was not available for review. The reported allegation was not found. Confirmation of the allegation was not determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a failed transmitter error could not be determined. A root cause could not be determined.